Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient kept "popping" csf leaks which resulted in 7 surgeries. It was also noted that the patient's pressure fluctuated so they wanted a valve that would adjust, in real time, to the patient's changing pressure.